Event description:
Precedure type: lap gastric banding. According to the reporter: while inserting the trocar, the tip broke off and wedged inside the fascia. Skin incision was extended to remove the tip; however it was less than 1 inch. Or time was extended 10 minutes. No bleeding reported. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 12/02/2008.